Manufacturer narrative:
D4: UDI is unknown as the catalog/lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, a broken bur was found inside the attachment. No clinically significant surgical delay or adverse consequences were reported.

Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.